Event description:
Physician reported left "mastalgia", pain and contracture baker grade unspecified, mammogram and ultrasound reported "showing a liquid collection peri-implant". Healthcare professional later reported "capsular contracture baker grade iii" and "benign sparse calcifications and rare sparse simple cysts measuring up to 0.3 cm". Device remains implanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). Continued e1. Mobile phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma-late